Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the wings on a bd nexiva closed IV catheter system are coming apart from the tubing.

Event description:
It was reported that the wings on a bd nexiva¿ closed IV catheter system are coming apart from the tubing.

Manufacturer narrative:
H.6. Investigation: a DHR was performed for the reported batch 8235504 the lot number was built / packaged on nfa line 1 from 26aug2018 thru 05sept2018. 1 related qn 200769632 (kinked tubing) and 1 non-related qn 200768793 (missing print-pkg) were initiated during production. Disposition, root cause and corrective action were applied per quality plans all required challenge samples, set-up and in process testing was performed in accordance with the control plans bd received a 20ga nexiva extension set and catheter-adapter assembly along with a piece of top web packaging from lot number 8235504. Traces of patient residue was observed throughout the components of the catheter-adapter assembly received. The extension tubing was disconnected from the port of the winged adapter. Traces of adhesive residue were present on the outer rim of the wing adapter port. The failure mode of detached extension tubing was caused by an insufficient amount of adhesive dispensed to fully bond the tubing to the catheter adapter.